Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged the patient suffered pain, discomfort and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Event description:
Update: (B)(6) 2013- medical device declaration was received stating dor. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013(left hip).

Manufacturer narrative:
There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
Update - medical records received (B)(4) 2013. Revision operative report indicates patient was revised for pain. During revision cloudy fluidly was found as well as fibrinous exudate on the capsule. The information received does not change the MDR decision.